Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic examination and tactile inspection revealed a kink 2.5cm distally from the collar. The ID (inner diameter) was measured and was found within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was completely pulled out of the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The totally occluded target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After the balloon catheter crossed the lesion with a guidezilla guide catheter extension, one of two guide wires that had been used for two wire technique, and the guidezilla guide catheter extension were removed. Small resistance was encountered during removal, and as a result, the guidezilla detached at the collar in the proximal portion of the guide catheter, outside the patient. The physician thought the wire was tangled and caused this event. The procedure was completed with a non bsc device. No patient complications and the patient's status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The totally occluded target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After the balloon catheter crossed the lesion with a guidezilla¿ guide catheter extension, one of two guide wires that had been used for two wire technique, and the guidezilla¿ guide catheter extension were removed. Small resistance was encountered during removal, and as a result, the guidezilla detached at the collar in the proximal portion of the guide catheter, outside the patient. The physician thought the wire was tangled and caused this event. The procedure was completed with a non bsc device. No patient complications and the patient's status is good.